Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 15 mg/dl. Customer did not provide any details regarding symptoms or treatment of their low blood glucose episodes. Customer reports they did receive a calibration not accepted alert. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.